Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the optical detector lens is recessed. The device was able to power on, obtain readings and alarm audibly and visually under alarm conditions. During measurement testing the device read high when a lab gas was run through the device. A manual zeroing was performed and the device continued to read high. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is reading higher than it should. No patient impact or consequences were reported.